Event description:
A pt with clostridium-difficile and liquid stool was placed on the flexi-seal fms device. At the time that the pt was using the device, pt was on anticoagulants. Additionally, a rectal temperature probe was in place in addition to the fms device. The package insert clearly states "to avoid injury to the pt, do not insert anything into the anal canal while the fms device is in place (thermometers, suppositories, etc). Remove the device prior to insertion of anything into the anal canal." In 2004, rns began to note rectal bleeding and the fms device was discontinued. The next day, pt was transfused with four units of blood. An endoscopy was performed and pt was diagnosed with internal hemorroids.